Event description:
Event description guidant received information that during implant this implantable cardioverter defibrillator (ICD) exhibited out-of-range shocking impedance values. The coils were then reversed and measurements were the same. The shocking impedance was then tested through the pacing system analyzer (psa), and the chronic patch lead was found to be the issue.